Event description:
The affiliate stated the customer reported a falsely elevated initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxc 600i synchron access clinical system. An initial result of 1.6 ug/l was obtained and released out of the laboratory. The physician questioned the result as it did not correlate with the patient's clinical status. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.46 ug/l and 0.46 ug/l. There was no patient consequence or change in patient treatment associated with this event. The patient's sample was collected in 13x100 ml greiner serum tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at 25 degrees celsius. The customer stated the specimen was slow to clot and continued to clot after centrifugation. The customer indicated system calibration was within assay and instrument specifications. No system issues were reported. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, the likely cause of the non-reproducible access accutni+3 result is due to sample integrity.

Manufacturer narrative:
Upon further review, beckman coulter has determined that there was no device malfunction associated with this event. The customer stated that the sample was not properly clotted, as the sample continued to clot post centrifugation. The cause of the non-reproducible access accutni+3 result is due to sample integrity. There is no evidence to reasonably suggest a system malfunction. The accutni+3 assay instructions for use (IFU) advises users that following blood collection tube manufacturers' specimen collection and handling recommendations are essential to reduce preanalytical errors.